Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. (B)(4).

Event description:
It was reported that female (B)(6) caucasian patient, who underwent primary breast augmentation with two unspecified mentor saline breast prostheses, suffered the following: wake up from heavy pain, hurting inside between cleavage, burning sensation that is really painful, and has to get up really slowly because when they shift their weight or move too fast, they feel pain. Finally, the breasts do not seem as big as they were and this was reported to be spontaneous. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.